Event description:
Description: I just burned my eye with the clear care "multi purpose" soft contact solution. I read the instructions and yet somehow did not read that the case is critical in ensuring the safety of one's eyes. I am in agony and on a blustery winter night with my 3 young kids in bed and no one to stay with them or take me to the hospital, I am trying to find a remedy for the awful burn in my eye. I'm not sure how I'll be able to work tomorrow and I cannot believe that they are legally allowed to sell an eye solution with hydrogen peroxide in it - I had no idea that ingredient was even in there. I'm disgusted and afraid of the damage I may have just incurred. I will be seeing an eye doctor about this to see damage has been done. The eyes should never, ever, be tampered with! I have taken photos but I need to find a remedy first and it's late. If you contact me, I can always email them to you. When and how was error discovered: I put the contact in my eye and it burned. Pt counseling provided: unk. Reporter's recommendations: never make an eye solution with such an ingredient and use large bold red letters screaming danger!! Contains hydrogen peroxide. Will burn and damage your eyes if you do not use the enclose case.(B)(6), (B)(4).